Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly at the product analysis center (pac) and verified the reported issue. A root cause was determined to be due to the a shorted capacitor c4.

Event description:
The customer contacted physio-control to report that their device does not turn on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing power supply board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device does not turn on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.